Manufacturer narrative:
Insulin pump was received button error alarm due to corroded keypad traces. Insulin pump passed displacement test, operating currents, self-test, and off no power test. No failed battery alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was performed. The device was returned for analysis.